Event description:
It was reported the device was used during a hemocolectomy. It was reported the stapler misfired. No other details were provided to the rep. Rep returning staples from the firing in a cup. There was no consequence to the pt.